Event description:
It was reported "PICC line was inserted per md order on (B)(6) 2020 by PICC rn at the patient¿s bedside. Per the PICC rn, he met very minimal resistance upon line insertion, but there was sluggish blood return. When this was noted, he pulled the line slightly back and blood flow improved. He also noted the sherlock device did not provide a clear waveform, which is not uncommon. This prompted him to order an x-ray for line confirmation. The initial x-ray showed a 5 cm metallic linear object present in the upper right side of the neck and malposition of the PICC line. PICC rn repositioned the line and ordered an additional x-ray for line confirmation which showed potential artifact. On (B)(6) 2020, through us and fluoro, the metallic piece was confirmed and removed in its entirety later that afternoon in special procedures." Additional info. Received 11/23/2020. Was there patient harm reported?: yes, secondary procedure required to remove PICC line.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. Two photographs of segments of a 3cg stylet were returned for evaluation. An initial visual observation of the photographs showed use residue the two segments what appears to be a 3cg stylet. The longer of the two segments was observed to contain the epoxy tip, and the core wire of the stylet was seen to protrude from the opposite end of this segment. No additional detail could be seen of the break sites. Inspection of the returned photographs was insufficient to identify the root cause of the broken stylet; however, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : device evaluation findings are in the manufacturer's note.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rees3174 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line was inserted per md order on (B)(6) 2020 by PICC rn at the patient¿s bedside. Per the PICC rn, he met very minimal resistance upon line insertion, but there was sluggish blood return. When this was noted, he pulled the line slightly back and blood flow improved. He also noted the sherlock device did not provide a clear waveform, which is not uncommon. This prompted him to order an x-ray for line confirmation. The initial x-ray showed a 5 cm metallic linear object present in the upper right side of the neck and malposition of the PICC line. PICC rn repositioned the line and ordered an additional x-ray for line confirmation which showed potential artifact. On (B)(6) 2020, through us and fluoro, the metallic piece was confirmed and removed in its entirety later that afternoon in special procedures." Additional info. Received 11/23/2020: was there patient harm reported?: yes, secondary procedure required to remove PICC line.